Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the ins depleted prematurely. It was noted the ins battery level was at 2.8 v on the date of explant; however, since (B)(6) 2019, the ins had shown "necessary replacement". Interrogation reports from that day indicated the ins had reached elective replacement indicator (eri) and had been at 2.6 v. It was reported there had been fluctuations in battery level. Impedances were in a normal range and the settings were 3.5v, 60 usec, 180 hz, 777 ohms on the left and 3.7v, 60 usec, 180 hz, 659 ohms on the right. There were no reported external factors that contributed. The device was replaced and the event was resolved. The patient did not experience any symptoms related to the event.